Event description:
It was reported that the right ventricular (rv) lead exhibited high pacing impedance, and the physician suspected lead fracture. An x-ray was performed, confirming rv lead fracture. No changes or intervention was reported. There were no patient consequences.